Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular channel. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.